Event description:
It was reported that during a procedure, the left monitor of the system 9600 went blank. The procedure could not be completed. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the left monitor was defective and was replaced. The system was tested and found to be working as intended as placed back into service.